Event description:
It was reported that there was a power on reset (por) and the event occurred during servicing. No additional information was reported. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).